Manufacturer narrative:
Submit date: 05/02/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 04/20/2016 that a customer had an issue with an electrode. The customer states she recently wore the 530 foam electrodes on a holster monitor and developed a very bad allergic reaction and burn. The customer further stated that she was prescribed prescription medications to treat the wound.

Manufacturer narrative:
Submit date: 06/29/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. However, photos were received for a visual evaluation. The photo shows two marks on the patient¿s skin indicating possible skin irritation. A possible root cause can be due to patient skin sensitivity. This product family has been tested according to certification guidelines for biocompatibility that found both the hydrogel and skin contacting foam adhesive to be non-cytotoxic, non-irritating, and non-sensitizing. There have been no design changes to this product within the past year that would contribute to any increased probability for skin irritation on patients. No corrective action is required at this time. This complaint will be recorded for tracking and trending purposes.